Manufacturer narrative:
G4:08dec2020. B4:14jan2021. A similar investigation was performed it was determined that liquid ingress due to variability of the assembly process was the root cause of the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18sep2020.

Event description:
The customer reported nav-ring failure. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the reported issue. The fse stated that during setup while attempting to select a value, the value was jumping with no touch input. The manufacturer¿s field service engineer (fse) replaced the defective front bezel to address the reported problem. The unit successfully passed the required performance verification test.